Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had an unexpected postoperative outcome, increased astigmatism and the lens was off axis. The surgeon was planning to rotate the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).